Manufacturer narrative:
Device evaluation: one level 1 trauma fast flow system (h-1200) was returned for investigation in used condition. During testing, the device immediately went into an over temperature state. The issue was occurring because of a faulty thermistor and the broken drain valve. The problem source of the reported product problem was unknown. A root cause was not established. The thermistor and drain valve were replaced.

Event description:
It was reported that the level 1 trauma fast flow system (h-1200) was overheating. The drain plug was also broken. No patient injury or complications were reported in relation to this event.